Event description:
It was reported that the device would not power on. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply assembly and observed that fet transistors, designated q1 and q2 were electrically shorted.